Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a walled-off necrosis (won) during a lumen-apposing stent (lams) placement procedure performed on (B)(6) 2019. Reportedly, the won contained 50 percent necrotic material. According to the complainant, during a scheduled follow-up debridement procedure on (B)(6) 2019, the stent was found to have migrated into the small bowel. The stent was surgically removed from the patient. Reportedly, the patient's cyst had resolved at the time of the migration. The patient was reported to have recovered.